Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the insulin pump screen had black marks on the screen where they did not read anything then it came back on and was fine and also insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test or verify a33 alarm, prime/fill anomaly and audio/vibrate anomaly due to broken/detached end cap.